Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately the last week of march (year not specified) at 9:00 am. The patient claimed he is on pills with diet/exercise to manage his diabetes. At the time the alleged issue began, the patient denied taking any action regarding his diabetes regimen. On (B)(6) 2011 at around 1:30 pm, the patient reported feeling shaky and lightheaded. In spite of his symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the correct test strips were used, the patient was not a first time user of the subject meter, and the meter was not misused. The power button and the test strip insertion turned the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.